Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level. Her blood glucose level was 545 mg/dl. She noticed her infusion set had fallen off. The customer had a high pressure because she was detoxifying. She was wearing her insulin pump at the time of the emergency room visit. The customer also had an issue with the tape not sticking to her body. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-89970 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.